Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the cause of the 1330640 error code was unknown. The 1330640 error code and overdischarge have both been resolved. The patient has successfully recharged their device. The patient's weight was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that stimulation was no longer used. The patient reported that she stopped using the ins and reported that it didn't pan out. The patient reported that she had not charged or used the stimulator in many years. Additional information was received from a manufacturer¿s representative (rep) regarding the patient. The rep reported that the patient hadn't used stimulation for 2 years because it didn't provide therapeutic benefit for the patient. The rep reported that the patient though she might have had 2 overdischarge events in the past. The rep reported that recharging was completed in the office for a couple of hours and the patient wanted to go home to complete the rest then an error code was seen on the recharger. The rep reported that the error code was (B)(4). No further complications anticipated.